Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b5, d9, g3, h2, h3, h4, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed with additional findings of a moisture inside the charged coupled device lens, cable being punctured and a failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was moisture inside the charged coupled device's lens causing the image issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the hd camera head exhibited blurred image. The reported issue was found during a diagnostic cystoscopy procedure. The procedure was completed with a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the hd camera head exhibited blurred image. The reported issue was found, during an unknown procedure. There was no report of patient harm or user injury associated with this event.